Event description:
It was reported that during an atrial lead repositioning procedure, a missing screw in the atrial port of the device was noted. The device was explanted and replaced.

Manufacturer narrative:
Upon receipt, the atrial septum was damaged and the set screw was backed out and not in the socket. It is believed that the septum was damaged due to the set screw being backed out too far, which allowed the torque driver to trap septum material inside the set screw hex cavity as the tool was inserted. The device functionality tested normal on the bench.